Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (reporter address). (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A product investigation was performed. The visual inspection has shown that the shaft of the drill bit (part # 356.834) is broken off. The broken off portion approx. 10 mm was not returned for evaluation. Because of the damage the complaint relevant length cannot be checked to print specifications anymore. The review of the production history revealed that the device was manufactured in september 2012 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The measurable dimensions are well documented and all within the valid specifications. Because of the damage incurred the relevant length cannot be checked to print specifications anymore. Based on these findings we exclude a manufacturing related issue and assume that the mentioned excessive force did lead to a mechanical overload and finally the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was conducted. The report indicates that the: part #356.834/ lot#8083344, manufacturing location: (B)(4), manufacturing date: 28. Sept. 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on receiving the loan set from distributor, orthokit centre specialist checked it and found out damage: scrdriver w/spheric-headis the working part of the screwdriver out of the arm. Drill bit ø 17.0 mm, cannulated, for pfna is broken tail. Protection sleeve 16.0/11.0, for pfna blade is the threads are damaged. Drill bit ø 4.0 mm, for pfna is during the inspection it was discovered that the user broke the cutting part of the drill and the self-imprisoned. The event did not take place during an intervention. There is no patient involved. Complaint involves 2 parts. This report is 2 of 2 for (B)(4).